Event description:
During a coronary angiography with percutaneous coronary intervention (pci) on a 62-year-old male patient for chest pain, at the end of the right coronary (rca) injection, a small air bubble coursed through the vessel and into the acute marginal and posterolateral branch (pl branch). The patient experienced st-segment depression.

Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(6) was evaluated on april 8, 2026. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The consumables used during the event were discarded by the user facility and the lot numbers are unknown. The cine-angiograms were not returned for evaluation. The instructions for use have been reviewed, and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Upon completion of the medical advisory board member's clinical evaluation, acist will submit the follow-up report.